Manufacturer narrative:
The reported event of a sticky trigger was confirmed. No unintended activation was detected during evaluation by a manufacturer service technician. The device was repaired and returned to the customer.

Event description:
It was reported that at the user facility the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No further information regarding this event was provided by the user facility.

Event description:
It was reported that at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No further information regarding this event was provided by the user facility.